Manufacturer narrative:
Information contained on this report was previously submitted through psr on 21/jan/16 and 18/apr/16. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lump/nodule, visibility/palpability and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is a mass, hardening of the breast, lymph nodes are inflamed around the arm and breast and a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing "hardening of the breast, lymph nodes are inflamed around the arm and breast and a rupture". Healthcare professional reported "masses". Patient additionally reported "blood pressure going up"; this event is not considered device related. Device remains implanted. This record is for the right side.